Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using three proglide devices after a percutaneous transluminal coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred with all three proglide devices. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. Additionally, the posterior foot was separated and not returned. Follow-up with the account confirmed the separation did not occur during use in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The foot separation likely occurred while handling the device outside the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling of device.

Event description:
Additional information: return device analysis noted that this device had a posterior foot separation, which wasn't returned. Follow-up with the account confirmed the separation did not occur during use in the patient. No additional information was provided.